Event description:
It was reported that the subject device had a leak at the control cable and no image. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: worn camera unit, leak from plug unit, and white balance nor focus. Based on the results of the investigation, it is likely the following led to the malfunction: leak control cable and no image on monitor were due to leak from plug unit because of the cable tightness not good which was causing no image and not allowing to test white balance nor focus. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.